Event description:
It was reported that the atrial lead had a confirmed fracture, exhibited high impedance and was explanted and replaced. The right ventricular (rv) lead was explanted and replaced due a confirmed fracture, high impedance, and noise. In addition, two left ventricular (lv) leads were partially explanted due to no capture and high impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: kdr901, implantable pulse generator (ipg), (B)(6) 2005; 4951m-35, implantable pacing lead, (B)(6) 2005; 5071-53, implantable pacing lead, (B)(6) 2005; 5071-53, implantable pacing lead, (B)(6) 2005. (B)(4).